Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally the j703 connector was broken off the dn pca. The root cause for the strained cable was excessive force. The root cause for the damaged j703 connector was unable to be positively identified.

Event description:
A us distributor returned an electrode belt during the investigation of a non-reportable death, when a reportable malfunction was found.